Event description:
Patient contacted dexcom technical support to report that upon sensor removal, due to premature sensor session¿s end, sensor wire remained inserted inside his skin. Patient reports he was able to remove the sensor out of his skin with tweezers. Medical intervention was not needed. At the time of his call to dexcom technical support, patient reports he was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.